Manufacturer narrative:
The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory thereby preventing potential risk to patient safety. The customer indicated accutni samples duplicate discrepancies are not tracked as these occurrences are not a current issue. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Samples collection and specific centrifugation data was not supplied. The laboratory has an accutni patient sample repeat procedure in place; however repeat protocol details were not supplied. Qc data was not supplied. Per customer, the unit is currently performing within qc specifications. Service was not dispatched. A root cause for this event was not determined. The customer declined service.

Event description:
A customer contacted beckman coulter inc. (Bci) via marketing surveillance program (msp) to report some occurrences of non-reproducible false positive accutni results generated by access 2 immunoassay analyzer. The results were not reported out of the laboratory. Actual patient results were not supplied. The event will be assumed to be worst case scenario that false positive accutni patient results above the acute myocardial infraction cut-off were initially obtained with repeat results recovering within the normal reference range. The customer did not report affect to the patient or user attributed or connected to this event.